Event description:
Information was received from a patient via manufacturer representative regarding patient's implantable neurostimulator (ins). Migration or dislodged was reported. High impedance was reported. Contact 0 = 14390. At ipg swap, asked provider to wipe leads before inserting in header, checked connections and ran impedance report and the high impedance had resolved and was within range. Patient claims the battery wasn¿t holding a charge for long and she was needing to recharge twice a day. Review of reports identified patient was not charging to 100% and charging every 2-3 days. Reviewed recharging equipment and everything looked to be in good working condition and functioning as expected. Rep reported that the the leads had migrated caudally. The cause of battery replacement was patients claim of not holding a charge.

Manufacturer narrative:
Product analysis pli# 10 product ID# 97715: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. No significant anomalies identified. Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 16-jan-2022, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 16-jan-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.